Manufacturer narrative:
Auris failure analysis (fa) engineering reviewed the complaint information provided and upon review of the complaint information it was confirmed that there was no allegation against the monarch system. Further investigation of the reported issue is not required. The root cause of the reported issue cannot be traced to the monarch system.

Event description:
During a monarch bronchoscopy procedure, there was a significant change in the patient's vital signs, prompting intervention by the anesthesiologist. The patient, who was elderly, experienced a cardiac event, and the procedure was subsequently aborted. The attending physician confirmed that the patient had suffered a heart attack. The patient was transferred to the cath lab and, unfortunately, passed away later that day. It is noted that the clinical staff does not attribute the patient event to the monarch robot.